Event description:
The complainant alleged that during inservice training by facility staff the device would not discharge or analyze an ECG. The complainant indicated there was no pt involvement with this reported malfunction.